Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, premature battery depletion occured. On (B)(6) 2021, the minimum longevity estimated by the programmer was 5 years and on (B)(6) 2021 it was 10 months.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, premature battery depletion occured. On (B)(6) 2021, the minimum longevity estimated by the programmer was 5 years and on (B)(6) 2021 it was 10 months.

Manufacturer narrative:
Analysis of patient file dated (B)(6) 2021 showed that the residual longevity displayed on the programmer screen is in accordance with the current consumption of the device. Health impact (h6) field corrected: according to the reported information, the subject device remains implanted.

Event description:
Reportedly, premature battery depletion occured. On (B)(6) 2021, the minimum longevity estimated by the programmer was 5 years and on (B)(6) 2021 it was 10 months.